Event description:
In 2000, a 24mm diameter x 14mm diameter x 16.5cm length medtronic aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. The physicians report states that the case was well selected, the neck was long (33mm) and of adequate diameter (20mm). The aneurysm was 5cm in diameter. According to the physician, access was not challenging, as the external iliac arteries were fairly straight and 10mm in diameter. The stent graft was deployed from the right with a 22 french sheath. It was deployed 1cm below the renal arteries. The contralateral gate opened in the aneurysm sac. Access could not be obtained in a retrograde manner, so brachial access was obtained. However, the guide wire could not exit out of the gate. Angiogram revealed that a "shelf" blocked the gate. The lower border of the saccular aneurysm appeared to create this shelf. The physician states that several attempts to work around this shelf were unsuccessful. Since the pt was a good candidate for open repair, the surgical team chose to convert the pt to an aortic/aortic tube graft. At the time of open conversion, the device was found in proper location with secure proximal and distal attachments. The aneurysm appeared to arise from a thick atherosclerotic plaque, which created a shelf with its lower margin. This shelf would not have permitted access to the contralateral gate. In the summary of the physician's report he states that even though the case was well selected, it was difficult to predict that a shelf would block access to the contralateral gate. The pt is reported as doing fine and no add'l clinical adverse sequelae was reported.

Event description:
Explant investigation and analysis concluded that there were no discrepancies noted on the explanted device. Open surgical conversion was related to unsuitable pt anatomy, not device related.